Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) managed ventricular pacing (mvp) mode configuration was not functioning optimally. T-wave oversensing (twos) was noted on the right ventricular (rv) lead and loss of capture was suspected. Ipg and rv lead remain in use. No patient complications have been reported as a result of this event.